Event description:
Unomedical reference number (B)(4). Event occurred in the united states it was reported the patient faced a kinked cannula from (B)(6) 2024. His blood glucose level was high which was corrected by replacing infusion set. Moreover, the issue occurred with four similar types of infusion sets and site was patient's abdomen. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information was available.

Manufacturer narrative:
Initial and final MDR (B)(4). - MDR 3003442380-2024-06324 - device 3 of 4